Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any unusual event or system message captured on the date of the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
The doctor reported there was no problem during surgery just a tip occlusion. At the one day post- operative visit, the doctor reported that the patient had corneal edema that resolved with treatment. Surgery was completed with no delays.